Event description:
Customer reported: "a neck flange part became soft." Customer confirmed no additional harm to the patient. No further information available from customer.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.